Event description:
The customer reported via phone call that the insulin pump became stuck on the rewind process. The customer did not know the blood glucose reading. The customer also reported that she tried to change the battery but the battery cap became stuck, preventing her from removing the cap. She reported that the insulin pump alarmed unexpected restart. She was assisted with completing the rewind and returning to the home screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip. No physical damage to the battery cap noted.